Event description:
Procedure: anterior/posterior cervical fusion. Reportedly, wound dehiscence and infection occurred on the surgical site. The pt was returned to surgery several months later in 02/2004. It was noted there was a possible staph infection. There is no current pt status available.